Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. All buttons function properly. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. With reference to the battery duration failure analysis instructions, unable to confirm an unexpected power loss of less than 7 days and no low battery alerts were found per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch. The j1 connector on pcba 1 was locked properly during visual inspection. No confirmed pump alarmed insulin flow blocked alarm on 01-nov-2024 in pump downloaded history. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Unable to confirm an unexpected power loss of less than 7 days and no low battery alert found per the pump history. Charge/battery lasts less than expected was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage was not confirmed at the belt clip rails, however, other cosmetic damages were noted. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasts less than expected, keypad/button unresponsive/button error, no delivery/occlusion alarm, occluded, belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-368a, acc-1601, mmt-332a. Customer reported a past insulin flow blocked alarm. Keypad anomaly/stuck button alarm customer reported a keypad anomaly and/or stuck button alarm. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-368a. No product return is required for acc-1601. No product return is required for mmt-332a.